Manufacturer narrative:
The albt2 reagent lot number and expiration date were not provided. The customer also had qc issues. The field service engineer (fse) replaced various parts, adjusted the probes, and checked and adjusted the cuvettes. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 3 patient urine samples tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 702 module. Patient 1 initial result was 24.3 mg/l. The repeat result was 2.3 mg/l. Patient 2 initial result was 33.6 mg/l. The repeat result was 10.5 mg/l. Patient 3 initial result was 21 mg/l. The repeat result was 13.7 mg/l.